Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report high blood glucose. The blood glucose reading at the time was 478 mg/dl. Troubleshooting was performed. The customer received a no delivery alarm during the priming process. The issue was resolved with a infusion set change. Nothing further reported.